Event description:
Initial results for a pt glucose was 3 mg/dl. When repeated, the result was 111 mg/dl. The incorrect result was not reported. The field service rep. Was unable to confirm any malfunction.